Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this pacemaker exhibited low out of range pace impedances and loss of capture on the right ventricular (rv) lead. The impedances were less than 200 ohms. The rv lead was explanted and replaced, but this pacemaker remains in service. It was noted the patient had fallen prior to the observations. No additional adverse patient effects were reported.